Event description:
Procedure: posterior vaginal repair. According to the reporter: at some point following the procedure, minor exposed mesh was noted. The doctor treated the pt conservatively with premarin cream only. Exposure cleared up and pt has no problems. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 12/30/2008.